Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 55 mg/dl at the time of the incident. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer uses auto mode and even when he gets to 60 mg/dl the pump keeps delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.